Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The products were discarded by the hospital and therefore will not be returned for an evaluation. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 2 of 2 for the same event. Report 1 of 2 is reported on MFR #0001032347-2016-00223.

Event description:
On (B)(6) 2014, a pectus bar and stabilizer were implanted in the patient. On (B)(6) 2016, a revision surgery took place to remove the pectus bar and stabilizer because the "patient was uncomfortable and dissatisfied with the results."